Event description:
The customer reported blood loss. The customers blood glucose level was unknown. Customer stated site was actively bleeding. Customer stated blood was visible on the sensor connector. Recommended customer speak to their health care professionals about alternate insertion sites and medication. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to blood loss on unknown date and time with unknown blood glucose. Customer stated site was actively bleeding. Customer stated blood was visible on the sensor connector. Recommended customer speak to their health care professionals about alternate insertion sites and medication. The device will not be returned for analysis.